Event description:
It was reported that following the rezum procedure this patient experienced severe localized sacroiliac pain. The patient was admitted to the emergency room where a computed tomography scan was performed. The scan showed normal findings.